Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer reported calling about the sensor. The customer did treat for the low blood glucose level with juice. The current blood glucose level was 62 mg/dl and treated with food. The customer blood glucose level was 62 mg/dl and the sensor glucose level was 50 mg/dl at the time of the incident. The customer not require any medical assistance. The no troubleshooting for the insulin pump. The insulin pump will not be returned for analysis.